Event description:
X-rays revealed c7 screws were broken approx one year post-surgery. Revision surgery was performed to implant additional hardware to provide support. The screws appeared to be secure in the bone and were not removed.

Manufacturer narrative:
No analysis performed because the device remains in the patient.